Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter with no relevant findings. The customer reported the catheter tip was bent and therefore it was unable to be inserted. The customer returned one opened kit. The epidural catheter was removed from the kit and was visually examined with and without magnification. Visual examination of the returned catheter revealed that the catheter appears typical with no defects or anomalies observed. A dimensional inspection was performed on the returned epidural catheter. The outer diameter (od) of the returned catheter measured 1.06mm (caliper c05155) which is within the specification of a maximum of 1.115mm per graphic kz-05400-002; rev 9. A functional test was performed by attempting to thread the returned catheter through the returned epidural needle. The catheter was thread at the distal end and would thread through the epidural needle with no resistance met. A drag test was performed per pip-013 using the returned components and a weight (c05406). The catheter could thread through the returned needle with no resistance met. The components passed the drag test. Specifications per graphic kz-005400-002; rev 9 were reviewed as a part of this complaint investigation. A design history review was performed for part # kz-005400-002 as a part of this complaint investigation. There have been no material changes for this part during the last two years that could have led to this complaint. A corrective action is not required at this time as no functional or dimensional issues could be found with the returned sample as the returned catheter threaded through the returned needle with no issues. The reported complaint of the catheter tip being bent and unable to be inserted could not be confirmed based on the sample received. The returned catheter looked typical and could be thread through the returned needle with no resistance met. The returned components passed a functional drag test, and the returned catheter od was found to be within specification. A device history record review was performed on the catheter with no relevant findings. Therefore, there were no issues found with the returned sample.

Event description:
It was reported that the catheter was unable to be inserted as its tip was bent. The kit was replaced with a new one.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the catheter was unable to be inserted as its tip was bent. The kit was replaced with a new one.